Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733575, serial/lot #: (B)(6), ubd: UDI#: product ID: 9733437, serial/lot #: (B)(6), ubd: UDI#: (B)(4). H3: a medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) and external cable were replaced. The navigation system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for analysis. Analysis found that the returned psu had nicks and scratches on the housing. A check of the event log did not show any adverse events. However, the psu failed an accuracy test (aak) at 0.618mm with a passing threshold of 0.350mm. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c13 fdc d02 are applicable to the system checkout. Fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that a camera communication failure occurred. The system had to be rebooted several times, after which it was restored. The operation continued and was completed as expected. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3) cable was returned for analysis. Functional testing determined the cable was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.